Event description:
The complaint alleges the armrest of the recliner unexpectedly gave way, causing the plaintiff to spill hot tea on her lower legs, allegedly sustaining first and second degree burns.

Manufacturer narrative:
Manufacturer received summons alleging a serious injury. Info indicates the facility had set the chair aside due to needed service and marked the chair "broken chair". A user had went to sit in the chair and was unaware the device was in need of service. While sitting in the chair with a hot tea, they in advertently spilled their tea on themselves and allegedly burned their leg. MDR filed based in alleged injury.